Event description:
The customer reported the unicel dxc 660i synchron access clinical system had reagent collar wash dripping. Customer reported during maintenance, unknown fluid in the drip tray under the reagent probes was found. Customer reported that the drip was intermittent from the collar wash. The leak was contained to the drip tray of instrument but customer had to clean the drip tray several times. Customer verified all fittings and probes were tight. No exposure reported. No erroneous results generated. Customer was wearing laboratory coat and gloves.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. Fse reported the leak was caused by a slight obstruction of the valve preventing the valve to close completely. Fse described the obstruction as a small piece of plastic or teflon. The leak was resolved upon the fse replaced the valve. (B)(4).